Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow keypad button was intermittently unresponsive and made a grinding noise when pressed. The patient also stated that he wore the pump on his belt and that the pump was cleaned with a damp cloth every one to two months.

Manufacturer narrative:
(B)(4): the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under all of the key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.